Event description:
It was reported that the unspecified bd¿ 3ml syringe plunger rod was cracked. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we are having issues with bd 3, 5 and 10ml syringes... Plunger tops coming cracking. These are from our pain kits assembled by xxxxx. These would have been ns syringes that were added to our pain kits and sterilized after completed assembly. This was noted back in late december or early january. Once again we stopped using the syringes from the kits and started dropping sterile bd syringes on the field."

Manufacturer narrative:
H6: investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd¿ 3ml syringe plunger rod was cracked. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "we are having issues with bd 3, 5 and 10ml syringes... Plunger tops coming cracking. These are from our pain kits assembled by xxxxx. These would have been ns syringes that were added to our pain kits and sterilized after completed assembly. This was noted back in late december or early january. Once again we stopped using the syringes from the kits and started dropping sterile bd syringes on the field."